Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial # implanted: (B)(6) 2025; explanted: product type lead product ID neu_unknown_lead lot # unknown serial # implanted: (B)(6) 2025; explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the trial was initiated on (B)(6) 2025 it was reported that the wires on their back was broken 4 days ago (B)(6) 2025). The patient was not aware what caused the wires to break. The patient said that they had already notified manufacturer representative (rep) and physician about the issue. The issue was still ongoing.